Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that the pump rebooted several times without user intervention. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 11/15/2013 device evaluation: the device has been returned and evaluated by product analysis on 11/04/2013 with the following findings: the original complaint of the pump rebooting could not be duplicated during investigation. The pump powered on in accordance with normal operation. There were no errors, alarms or warnings related to the original complaint. Unrelated to the original complaint, the battery compartment was cracked, but the battery cap was able to be fully tightened. There was no evidence of moisture contamination inside the battery compartment or on the battery cap. There was also no evidence of moisture contamination inside the pump when the case was removed. The pump was exercised for 24 hours and a power loss was not observed. There was no evidence of intermittent contact within the battery terminal contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.